Event description:
A system error 2240 message appeared on the display of the home pt's homechoice machine during the initial drain cycle or their automated peritoneal dialysis therapy. Per initial report, the home pt started the initial drain cycle prior to connecting their transfer set to the pt line of the homechoice set. After receiving the alarm, the home pt connected self to the setup and attempted to proceed with therapy. Baxter's technical service center assisted the home pt in ending the therapy early. Not pt injury or medical intervention was associated with this incident per the home pt's nurse.